Event description:
Dr reported to co's office that her "primary tech" was on medical leave and another tech who had been trained for three weeks was taking the primary's place. Dr stated that she intended to check the assembly but was assured by the tech that it was properly prepared. Dr stated that she didn't notice that the assembly was misassembled and proceeded with the corneal flap resection in preparation for lasik. A flap "a little thick" was cut and "lasing" was performed. During "lasing" aqueous was observed and the procedure was aborted. By "lasing" after the thicker flap had been cut, the laser perforated the anterior chamber of the eye. The pt was seen approx 24 hours post-operatively and the cornea was sutured. Dr stated on 7/28/2000 that the pt was doing well, under the circumstances. Dr has advised the pt that a possible corneal transplant may be needed. Final treatment, if required, is time related. The problem was caused by operator error, by the tech loading the applanator upside down onto the sapphire, contrary to training.